Manufacturer narrative:
5/2/97-supplemental report #1 submitted to FDA. Corrected date entered in h6. Please disregard previous evaluation codes entered in results and conclusions which were submitted in the initial report (dated 2/20/97.)

Event description:
During an unspecified procedure, the instrument stapled on side. The hospital has reported that no pt injury occurred.